Manufacturer narrative:
G4: 12apr2021, b4: 14apr2021. There was no request for a field service engineer (fse) onsite visit, and no service order was opened in regards to this allegation. This complaint was received through the customer feedback process. There was no request for technical support regarding this allegation, and there is no record of a service order being opened. Philips is unable to confirm the customer¿s allegation since there was no technical support requested. No device alarms or error codes were reported. No diagnostic report was provided for review. No parts were replaced. The device passed all performance verification testing and was placed back into use with the customer. This reporter stated that a patient of unknown age, gender, height, and weight was admitted to a hospital on an unknown date with an admitting diagnosis of coronavirus (covid 19). No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed high flow therapy via the respironics v60 ventilator with a philips ac611 high flow nasal cannula; prescription, device settings, configuration, patient circuit, and patient interface size not reported. While admitted on (B)(6) 2021, the patient was receiving high flow therapy via the v60 device at a flow rate of 80 liters per minute when the patient experienced an event of subcutaneous emphysema. Relevant laboratory data included a chest x-ray that identified the pneumothorax. The patient underwent placement of a chest tube on an unknown date; details were not provided. As of (B)(6) 2021, the chest tube has been removed, and the event of subcutaneous emphysema has resolved. The reporter stated that the adverse event was not related to the device or the high-flow therapy. There is no information to support that a malfunction occurred. Philips was unable to determine the cause of the reported event. No conclusion can be drawn as the customer declined to have the equipment evaluated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
No parts were replaced. Based upon the information provided, no further investigation, testing, or evaluation was conducted on the v60 ventilator in question.

Manufacturer narrative:
Event date: (B)(6) 2021. Report date: 12feb2021.

Event description:
A customer reported to philips that while receiving high flow therapy from the respironics v60 ventilator, a patient experienced an event of subcutaneous emphysema. The customer reported that the unit was in use on a patient at the time of the reported adverse event.